Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ("pain in uterus") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, 3 months 27 days after insertion of essure, the patient experienced bladder disorder ("bladder / urinary problems - changes") and urinary tract disorder ("bladder / urinary problems - changes"). On (B)(6) 2016, the patient experienced uterine pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine pain had resolved and the genital haemorrhage, dyspareunia, allergy to metals, alopecia, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, urinary tract disorder, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-may-2018: date of birth, lab data, events abnormal vaginal bleeding, menorrhagia, dysmenorrhea, bladder / urinary problems or changes added. Previous event pelvic pain amended to uterine pain. Essure start date and onset date of events updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, allergy to metals and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.